Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed at the time of call. Ran prime test and insulin exited. Ran high pressure test but the insulin pump did not alarm. No additional info was provided at the time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.